Event description:
It was reported that before tka leadscrew nut was broken. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The exterior condition shows minor wear (scratches, scuffs, point probe channel worn). The reported problem was visually confirmed, when a broken leadscrew nut was observed. A functional evaluation could not be performed due to broken parts/damaged parts. The lead screw nut is broken prohibiting movement. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.